Manufacturer narrative:
The information received from the field states that an optease filter did not fully deploy in the inferior vena cava (ivc) of a patient. Review of provided films by independent film reviewer; history: this complaint involves a patient who underwent implantation of an ivc filter. The filter did not expand properly within the ivc. The patient's demographics are not provided. Indication for filter placement is not provided. The filter was an optease filter placed via the femoral vein. As per clinical report, the filter was uneventfully removed and another filter was placed in the suprarenal ivc. Observations: a single spot digital image is submitted for review. There is access from both the jugular vein and left common femoral vein approach. Contrast fills the ivc. No definite ivc thrombus is evident. There is no evidence of contrast extravasation. The optease filter is seen minimally expanded along the left side of the cava within the infrarenal portion. Conclusion: this complaint involves a patient who had an ivc filter implanted which did not fully expand. Full evaluation of the complaint is limited due to the paucity of images and clinical information provided. Potential etiologies include placement into a septum or fibrin sheath within the ivc preventing expansion but I have no significant data to support this. Extra caval placement of the filter does not appear to be a possibility as there is no contrast extravasation and the filter was apparently easily removed. I would be happy to re-evaluate this complaint when more information is available. At this point I cannot derive a definitive correlation between the clinical event and product malfunction. One non sterile optease retrieval filter was received inside a plastic bag. No visual anomalies were found on the returned filter. The filter was received fully open. Review of lot 15454044 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The filter incomplete expansion reported by the customer not could to be confirmed since the filter was found fully expanded. No corrective actions will be taken since no anomalies were found in the returned unit. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Film review completed and noted the following: cordis case review, (B)(4). History: this complaint involves a patient who underwent implantation of an ivc filter. The filter did not expand properly within the ivc. The patient's demographics are not provided. Indication for filter placement is not provided. The filter was an optease filter placed via the femoral vein. As per clinical report, the filter was uneventfully removed and another filter was placed in the suprarenal ivc. Observations: a single spot digital image is submitted for review. There is access from both the jugular vein and left common femoral vein approach. Contrast fills the ivc. No definite ivc thrombus is evident. There is no evidence of contrast extravasation. The optease filter is seen minimally expanded along the left side of the cava within the infrarenal portion. Conclusion: this complaint involves a patient who had an ivc filter implanted which did not fully expand. Full evaluation of the complaint is limited due to the paucity of images and clinical information provided. Potential etiologies include placement into a septum or fibrin sheath within the ivc preventing expansion but I have no significant data to support this. Extra caval placement of the filter does not appear to be a possibility as there is no contrast extravasation and the filter was apparently easily removed. Please note that the product was returned for evaluation on (B)(4), 2012. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The information received from the field states that an optease filter did not fully deploy in the inferior vena cava (ivc) of a patient. The age and gender of the patient is unknown. The size and shape of the vena cava are not available. Femoral access was used. There was no vessel tortuosity of the ivc noted. There was no difficulty advancing the device to its intended position in the vessel. There was no thrombus present at the delivery site. After the filter was deployed, there was no indication of migration or fracture. The physician placed a different optease filter suprarenal and then removed the partially deployed optease that had the issue. There was no reported injury to the patient.